Event description:
It was reported that, during testing, a 980 ventilator generated a background fault. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se reported that the alarm cable was damaged. The se replaced the cable and the breath delivery (bd) power controller/distributor assy. The se performed calibrations and extended self-testing on the device and all tests passed.